Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that shock impedances on the right ventricular (rv) lead connected to this implantable cardioverter defibrillator (ICD) had been stable but high for approximately a year. An alert due to out of range impedance was generated in (B)(6) of 2018. The patient presented for evaluation in november due to a shock. It was determined that the shock was appropriate based on the patient experiencing true ventricular tachycardia; atrial flutter was also noted. The shock converted both rhythms and impedance for the shock was 77 ohms. The health care provider reportedly planned to adjust the device's rate cut off. No other interventions were noted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. -- this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that shock impedances on the right ventricular (rv) lead connected to this implantable cardioverter defibrillator (ICD) had been stable but high for approximately a year. An alert due to out of range impedance was generated in june of 2018. The patient presented for evaluation in november due to a shock. It was determined that the shock was appropriate based on the patient experiencing true ventricular tachycardia; atrial flutter was also noted. The shock converted both rhythms and impedance for the shock was 77 ohms. The health care provider reportedly planned to adjust the device's rate cut off. No other interventions were noted. No adverse patient effects were reported. Additional information received reported that this right ventricular (rv) defibrillation lead and implantable cardioverter defibrillator (ICD) were programmed to triad. The last shock was delivered in 2018 and the shock impedance measurement was 77 ohms and within normal limits. Review of remote monitoring data showed shock impedance trends averaging from 125-140 ohms with a peak at 147 ohms. Technical services (ts) recommended commanded shocks at device changeout. Additional information received reported that this implantable cardioverter defibrillator (ICD) was explanted and replaced due to normal battery depletion (nbd). This rv lead remains in service, and it was noted that the shock impedance measurement with the new device was within normal limits. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that shock impedances on the right ventricular (rv) lead connected to this implantable cardioverter defibrillator (ICD) had been stable but high for approximately a year. An alert due to out of range impedance was generated in (B)(6) 2018. The patient presented for evaluation in november due to a shock. It was determined that the shock was appropriate based on the patient experiencing true ventricular tachycardia; atrial flutter was also noted. The shock converted both rhythms and impedance for the shock was 77 ohms. The health care provider reportedly planned to adjust the device's rate cut off. No other interventions were noted. No adverse patient effects were reported. Additional information received reported that this right ventricular (rv) defibrillation lead and implantable cardioverter defibrillator (ICD) were programmed to triad. The last shock was delivered in 2018 and the shock impedance measurement was 77 ohms and within normal limits. Review of remote monitoring data showed shock impedance trends averaging from 125-140 ohms with a peak at 147 ohms. Technical services (ts) recommended commanded shocks at device changeout. Additional information received reported that this implantable cardioverter defibrillator (ICD) was explanted and replaced due to normal battery depletion (nbd). This rv lead remains in service, and it was noted that the shock impedance measurement with the new device was within normal limits. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed as the evaluation method, result, and conclusion codes have been updated.